Manufacturer narrative:
Device evaluation: the device issue could be confirmed during testing. The device was found to issue the "double beep" alarm with no cassette attached. This issue was caused by a problem with the downstream occlusion sensor/cassette detector component. The cause of the component issue could not be confirmed.

Event description:
It was reported that the device gave a "double beep" alarm with no cassette attached. No known adverse effects to patient.

Manufacturer narrative:
Additional information: date of event,concomitant medical products.